Event description:
A hemodialysis inpatient user facility reported during treatment an external blood leak occurred. The leak was visually observed at the seam end cap of the dialyzer. Test strips were not used to confirm and the machine alarmed. Estimated blood loss was 200cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported issue was confirmed. The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch. The sample was returned with fmcna-ogden adapter and blood port caps, however they were not attached as a section of tubing from the blood lines was fastened to each blood port via the blood line connectors. Both sections of blood line tubing were folded and secured with a zip tie. The fibers were wet with indication of blood contamination. Coagulated blood was noted with each header cap. Gross visual examination identified a thin particulate with similar visual characteristics of a polyethylene/polyurethane sliver, situated between the potting cut surface and the o-ring of the non-cavity ID end between approximately 200 degrees and 225 degrees, with the dialysate ports at zero degrees. The dialyzer was subject to a laboratory bubble point test (internal leak test) where the sample was submerged in water and pressurized incrementally from 4.0 to 15.0 psi. The physical integrity of the dialyzer remained intact, an external leak was not observed possibly due to coagulated blood between the non-cavity ID end screw flange and the dialyzer housing threads. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.